Event description:
During product evaluation, failure code 570:320:844:0000 was identified in the pump's event history file. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 29, 2007. Evaluation summary: the condition of failure code 570:320:844:0000 was confirmed in the pump's event history file during product evaluation. Inspection of the device found that this failure code was caused by damaged main batteries. The pump's main batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.